Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of an unknown age and ethnicity underwent primary breast augmentation with a 300cc mentor smooth round moderate profile and was presented with breast implant deflation on her left side postoperatively. As a result, the patient will undergo explanation and replacement on (B)(6) 2020.

Manufacturer narrative:
On august 19, 2020, mentor became aware of the following: patient's age was 41. Hence, field a2 has been updated on this form. Date of explant was updated from on (B)(6) 2020 under field d7 on this form. Replacement information was provided as catalog number: 3501635; serial number: (B)(6) (right), and serial number: (B)(6) (left). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 26, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 18, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation, an anomaly was observed in the posterior view on the device consistent with a crease/fold. Leak testing was performed, according with mentor procedure, and it revealed a tear within the crease measuring approximately 0.2cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that patient's surgery has been rescheduled to (B)(6) 2020. Hence field d7 for explantation date has been updated to (B)(6) 2020. On this form manufacturer¿s reference number: (B)(4).